Event description:
It was reported that during a laparoscopic gastric sleeve, surgeon closed the stapler and when tried to fire, it jammed. The device only cut and stapled a small section. Stapler had to be removed. (Unable to complete transaction line). Small amount of bleeding/oozing. Not significant. Surgeon had to reposition staple line. Procedure was completed with same like product. There was no delay.

Manufacturer narrative:
(B)(4). Date sent: 05/31/2012. Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device difficult to fire, but fired with a complete cut line and staple line with the staples in the proper b form shape? Incomplete staple line did the device cut? Yes. Did the device staple? Yes. On what tissue type was the device used? At what location on the tissue? Stomach on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Yes - steamguard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not force, but surgeon mentioned it didn't feel right - kept squeezing trigger but staple line had locked. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Only when pressed the red button was there any difficulty removing the device from the tissue? No. Was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. Was the cartridge loaded with the retaining cap on? As it was loaded, the retaining cap was taken off and put back on. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick. If the device locked out, did it lock out on tissue or prior to use on tissue? On tissue how long has the surgeon been using this device for this procedure? A lot.

Manufacturer narrative:
(B)(4). Additional information per the account, the device was discarded.